Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the rite functional test. The assignable cause of ground bond failure was poor connection at the door frame to door post interface and poor connection at the door frame to door ground wire interface.